Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a lung resection procedure. Reportedly, the handle of the instrument broke into the pt's cavity.the surgeon was able to retrieve the component without any pt injury.